Event description:
Per additional information received, the patient has experienced vaginal wall mesh erosion, worsening urinary incontinence, candidiasis of vulva and vagina, vaginal drainage/discharge, pelvic pain, abdominal tenderness to palpation (right and left lower quadrants), grade 1 rectocele/enterocele, atrophic vaginitis, vaginal dryness, dyspareunia, abnormal pap smear (epithelial cell abnormality-atypical squamous cells of undetermined significance), unspecified pain, unspecified infection, unspecified urinary problems, and unspecified bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2014 to april 30, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. (B)(4). Original reporting time frame march 1, 2014 to april 30, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2014 to april 30, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2014 to april 30, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2014 to april 30, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2014 to april 30, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2014 to april 30, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exemption: (B)(4). Original reporting time frame march 1, 2014 through april 30, 2014. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.